Event description:
No error has occurred, but there is a risk. The impella temporary lvads require d5w + heparin as purge fluid. The machine software does not allow our hospital's standard heparin concentration (40 units/ml), rather it gives options for 25 units/ml and 50 units/ml. Patient also requires systemic heparin during infusion. The company rep/liaison says that it will not update software to accommodate other concentrations (even though we are not the only hospital with this issue). This leaves us with 3 solutions: change the standard concentration house-wide, which has been used for decades and is ingrained in staff; run 2 different heparin concentrations on the same patient, and run risk of purge fluid running out because pharmacy must specially compound it whereas our standard concentration is available in omnicell for the rns; run a 40/unit ml bag that the machine believes is 50 units/ml and calculates heparin infusion based on what it "thinks" is infusing. The software should be adjusted. Follow-up: our director is considering changing our housewide heparin standard to 50 units/ml for other reasons, which may eliminate the problem (at least for our hospital). The impella lvad is basically a temporary lvad (a step up from an aortic balloon pump) put in via a femoral line when a patient is in cardiogenic shock as a temporizing measure after a severe, acute mi (these only stay in approx 24-48 hours). Imagine a small boat propeller in someone's heart to help propel blood through when the heart cannot squeeze. This happens in the cardiac cath lab, then those patients come to the ICU as a 1:1 nursing ratio because they have such high acuity (basically, they are train wrecks). They also can turn around amazingly well, the one that prompted my report was extubated, off the impella and all centra lines, and walking around the unit a few days later. My institution only uses these things about once a quarter (they cost approx (B)(6) per use, and at least the past 2 times I've dealt with one the rep comes to our hospital when it gets put in and is available in the room), so it is not something each nurse is very familiar with. Once set up, the impella adjusts its own flow rate based on pressure needs to help the person's heart pump, and it has a "purge fluid" to prevent the machine from seizing up or clotting. In the past the purge fluid had to be d20 with a certain heparin concentration (I can't remember what the concentration was), but several months back they updated and said we can start with d5w, but are supposed to change to a heparinized d5w fluid of basically any concentration as soon as possible. The patient also has to be fully systemically anticoagulated while on the pump. Pharmacy can only adjust the systemic infusion, but since the purge flow rates can change an account for approx 1/3 of the heparin the patient is getting, we keep tabs on what it is running at. When you look at the impella monitor, it gives infusions in ml and as units heparin (which are based on the concentration of heparin that the impella "thinks" is in the bag, which in our case is not the same concentration as what is actually in the bag). Pharmacy is doing a work around and only looks at the mls infusion off the machine's display, but for a (B)(6)/machine cost, it really shouldn't take too much effort to have someone write code and allow more than those two concentrations. If we were a big hospital system, the rep said they would probably do it, but because we are a single independent hospital it is unlikely they would do so. Medication administered to or used by the patient: no. When did the event occur: hospital. Patient counseling provided: unk. Severity: circumstances or events have capacity to cause error. Ismp medication errors reporting program. (B)(4).